Event description:
The customer reported that the system would not perform fluoroscopy. This resulted a total loss of imaging functionally. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were reseated and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.